Manufacturer narrative:
(B)(4). Ketone test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-61: storage outside specifications. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for physical defects of ketone test strips. Customer had purchased a 100 count box of the ketone strips (B)(6) 2020. Customer stated that when she opened one of the 50 count vial, the test strips were dark gray in color. Customer stated that the second 50 count vial looked fine. There was not any evidence of the product being used previously. Customer declined to perform a urine test during the call.